Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders weren't reaching the pyxis machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new orders weren't reaching the pyxis machine. A technical support specialist (tss) identified that ciisafe was not communicating in health sight viewer (hsv). A query was run, revealing a time delay for carefusion care coordination engine (cce). When checking station-to-server communication, all values appeared as null. However, cpsi was confirmed to be communicating, with message local date time showing activity after the issue was initially reported. The tss verified with the customer, who confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.